Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2. The following sections were corrected: d4 lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that a screw hole cover that should have been removed from a shell was left inside the patient and discovered after surgery. The screw hole cover was errantly left in the patient and the patient has since had marked weight loss, worsening vision, hearing loss, recent issues with altered mental status, sepsis, and possible carcinoma. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided. Review identified the following: the mychart review of the CT indicates small subcentimeter metallic structure within the r hip joint, lying along the superior aspect of the horizontal surface of the proximal right femoral prosthesis directly medial to the greater trochanter of uncertain etiology. A definitive root cause cannot be determined. However, per the surgical technique, the note states the limited hole shells are packaged with the screw holes pre-plugged. Should screw fixation be necessary, the screw hole covers should be removed prior to insertion. Without medical records and other implant information it is unknown how the reported medical issues are connected to the plug. This complaint cannot be confirmed as additional medical records were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.